Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was slow to rewarm. The device was not changed out, as the unit was used to complete the case, as it took just a little longer to rewarm than normal. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.